Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va1dukv, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device was removed because it was non functional. It was later clarified that the device did not provide any benefit as patient was still experiencing frequent urinary incontinence. It was also reported that when the device was removed, they left a small portion of the lead wire implanted. No further complications were noted or anticipated